Event description:
Pt had ensure permanent birth control device placement and endometrial ablation by a physician (name not provided) approx one year ago. The required 3-month hysterosalpingogram was never done secondary to patients' history of ablation. Pt reported to a second physician that she had pain post-procedure that worsened over a one-year period and requested removal of the devices. A recent CT scan showed one essure micro-insert to be in the pritoneal cavity. In 2005 the physician called concepts to report that the surgery to remove the device went very well; he located the micro-insert in the "mid-tube" and was able to remove it without difficulty. The micro-insert was apparently placed too distal into the fallopian tube but was not actually located in the peritoneal cavity. He called concepts again in about 3 weeks later to report the pt was doing very well and her pain had resolved.